Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/03/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient calibrated during loss of signal. No additional event or patient information is available. Data was provided but there were no finger sticks or cgm values shown for the time period. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter log was downloaded during bluetooth pairing test. A global transmitter functional test was performed and the transmitter passed. The reported inaccuracy could not be confirmed via device evaluation. A root cause could not be determined. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes.